Event description:
The event occurred in (B)(6). It was reported that the customer reported that rotaflow console occasionally notified the error message ¿error head¿ during priming. Rotaflow console was turned off and on again and the fault was not occurred again. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The event occurred in slovenia. It was reported that the customer reported that rotaflow console occasionally notified the error message ¿error head¿ during priming. Rotaflow console was turned off and on again and the fault was not occurred again. The device was checked and the service software does not show any deviations. The cable and connectors looks fine. At one point, the console also showed the error message ¿error head¿. Later, the error no longer appeared. No harm to any person has been reported. The rotaflow console with s/n (B)(6) was investigated by a getinge field service technician and the reported failure "head error" could not be reproduced. A functional test was performed and the device was working as intended. The device is back in use. Based on these investigation results the reported failure "head error" could not be confirmed. The following most possible root cause could be determined for the head error: 1. The head error follows the sig error. When the ultrasonic cream is applied (due to the sig error) to the flow bubble sensor and the disposable is moved close to the rota flow drive, the magnets in the centrifugal pump interfere with the sensors in the rota flow drive. This error can be overwritten by restarting the rota flow console. 2. If the rpm / lpm is set to zero and the drive as well as the inserted centrifugal pump is shaken this causes magnetic uncoupling of the centrifugal pump and thus leads to the head error. This error can be overwritten by restarting the rota flow console. The review of the non-conformities was performed on (B)(6) 2022 and during the period of (B)(6) 2013 to (B)(6) 2022 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console in question was produced in 2013-01-01. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise the rotaflow console may be damaged. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required.

Event description:
Complaint ID: (B)(4).